Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5866-38m adaptor, implanted: (B)(6) 2013; 4470 lead, implanted: (B)(6) 2006-; 0184 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the device had potentially rapid depletion of battery. The left ventricular outputs were noted to be high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.